Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacture date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that foreign material was found in sterile packaging.

Manufacturer narrative:
The product was not returned for investigation; therefore, the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence. Alleged failure: foreign material in sterile packaging. Probable root cause: - manufacturing/assembly error - incorrect or inadequate packaging - severe shipping conditions - user error. The device manufacture date is not known.

Event description:
It was reported that foreign material was found in sterile packaging.